Event description:
It was reported that bd syringe plastipak 3ml s/su barrel was cracked. The following information was provided by the initial reporter: defective product ripple, code 488, syringe bd desc 3cc s/ag llock¿ the 3 ml syringes have a ripple in the tube right at the 1/2 ml marking, causing the plunger not to seal. It has no suction power and leaks out the back of the plunger during application, causing the medicine to be lost.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
A thorough analysis of the batch history was conducted, including a review of quality reports. No records directly related to the identified defect were found. However, a maintenance record (605727891 ¿ leak test failure) was located, which may be correlated with the incident. Evaluation of the submitted images confirmed the reported incident. The investigation identified a damaged (bent) leak test pin as the likely root cause, which may have caused damage to the syringe nozzle or barrel. As an immediate corrective action, three damaged pins were replaced. However, an operational failure was identified, as no quality report (qn) was filed to contain the incident. As an additional measure, a quality alert was issued to operators, reinforcing the importance of filing qns in similar cases. Annex investigation overview considering that this is the first inquiry associated with this batch and that it is within the limits established by the acceptable quality report (aqn), the case will be monitored to assess possible future trends. The root cause was confirmed during the investigation, and the loss was the most likely. The failure was correlated to the maintenance log, which indicated the presence of damaged pins. Component replacement was performed as a corrective action, and no other process variables were identified that could have contributed to the defect.